Event description:
It was reported that the patient had a lead revision/replacement. The reason for the revision was not reported. It is unknown if any device troubleshooting was performed prior to the lead replacement. Reference MFR report #3004209178-2009-02042.